Event description:
On 22-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 65 year old male patient with cva physical examination drowsy and were responsive to verbal commands, dysphagia, depression/bipolar, hx of mood disorder. Respiratory issues, respiratory failure, brought to ed due to history of drowsiness and weakness. There was no patient information, no details surrounding the event. Return product is available for investigation. Method date collected tested released results sample positive/negative I-stat (B)(6) 2025 12:50 12:52 13:15 >1000 ng/l a, wb positive beckman (B)(6) 2025 12:50 13:00 13:22 4.9 picograms/ml b, plasma negative. I-stat (B)(6) 2025 12:50 14:38 14:53 >1000 ng/l a, wb positive beckman (B)(6) 2025 12:50 14:58 15:27 4.5 picograms/ml a, plasma negative beckman (B)(6) 2025 21:21 21:34 22.28 4.3 picograms/ml c, plasma negative. Beckman (B)(6) 2025 23:44 23:44 01:22 4.7 picograms/ml d, plasma negative. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30),

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25170.